Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (500.0 mcg/ml at 330.11 mcg/day), clonidine (600.0 mcg/ml at 396.14 mcg/day) and hydromorphone (7.5 mg/ml at 4.9517 mg/day) via an implantable infusion pump. It was reported the patient contacted the clinic and reported feeling 'over-medicated' on (B)(6) 2016. The patient presented for evaluation and the intrathecal rate was decreased secondary to the patient's report of increased weakness on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The outcome was resolved without sequelae on (B)(6) 2016-sep-09. The clinical diagnosis was intrathecal medication side effects. The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the drugs baclofen, hydromorphone, and clonidine with the drug action that caused the event being no change in drug. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump was decreased on (B)(6) 2016 secondary to increased weakness following the last increase. The last increase was (B)(6) 2016. The patient also had visits on (B)(6) 2016 and (B)(6) 2016 in which the doses were not changed and the patient did not report weakness at those visits.